Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Event description:
It was reported during preparation of the device in its sterile packaging, interrogation was not possible. With two different programmers and swamping programming heads, wireless or wired contact with the device could not be obtained. Eventually the device worked with wireless with one of the programmers and performed initial parameter setup. Of note, when the programmer was turned on it showed up as a recognized wireless device prior to placing the programming head. However, prior to handing off the device, it was checked once more but the programmer was unable to recognize the device. Therefore, this device was not clinically attempted for implantation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device determined the cause of failure as a high resistance connection at the laser ribbon bond.